Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 694765 lead, implanted (B)(6) 2011; 5071-35 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to noise and oversensing being detected by the patient's implantable cardioverter defibrillator (ICD). The patient was apparently working in their workshop with wires and other electrical equipment during the episode. The patient did not receive a shock, as it appeared that the device aborted the shock when the external noise ceased. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.